Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a non sustained lead noise episode due to sensing latency on the far field channel was observed. Programming changes were made. At a later follow-up, no new episodes were seen.